Event description:
Customer called to report system pressure blood leak which occurred the week before. Customer stated they attempted to clean the instrument to the best of their ability but they will require service to check the instrument. Pt's condition was stable. Service order (B)(4) was dispatched.

Manufacturer narrative:
(B)(4): technician replaced pump head and checked all others during cleaning process. Technician performed system checkout. No further action required. No lot number provided; therefore, batch record review could not be conducted. A review of the complaint categories shows an upward trend for pressure dome membrane leak. At the time of the investigation, a trend was detected for pressure dome membrane leak. CAPA's (B)(4) were initiated for complaint category pressure dome membrane leak. CAPA (B)(4) was closed as effective. The product was not returned for further analysis; therefore, it could not be determined if the product met specs. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. No further action is required at this time. (B)(4).